Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the waveform quality was poor and the blood pressure (bp) readings were not displayed. It was also noted that the console was unable to calibrate. The customer was advised to try flushing the lumen and repositioning the patient. The fiber optic (fo) cable was removed and reconnected without resolution. The bedside arterial line showed a bp within normal limits with a better waveform. They were then walked through steps to connect the fo to an arterial line source and remove the fo cable. There was a clean waveform, they zeroed, and bp numbers appeared. There was no patient harm or adverse event reported.